Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. This product was not manufactured with a hydrophilic coating. The product was manufactured correctly and was within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the hydrophilic coating appeared to be missing from the catheter. The catheter felt sticky.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hydrophilic coating appeared to be missing from the catheter. The catheter felt sticky.